Event description:
It was reported the patient was implanted with a miniarc sling system on or about (B)(6), 2009. The patient experienced mesh erosion, hardening, scarring, chronic and debilitating pain and suffering, worsening urination, emotional distress, impairment, disability, and permanent injury. The patient underwent non-specified surgical intervention.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.